Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. The stent grafts were implanted, and a final angiogram showed no endoleak, and the patient was stable. After the access vessel incisions were closed and the patient was being prepared to be moved to post-op, the patient's blood pressure began to drop with no clinical reason. The physician inserted a reliant balloon, inflating it to keep the pressure from dropping. Each time the balloon was deflated, the pressure dropped. The physician opened the patient's abdomen, but was unable to find any active bleeding in the aneurysm sac or belly. At this point, the patient began to ooze blood and a repair was attempted. The patient coded and expired.

Manufacturer narrative:
(B)(4), unapproved or contraindicated use (stent graft was implant in a patient with a pre-operatively ruptured aneurysm).